Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline.

Event description:
During service, it was identified that the ventilator's patient assist port test had failed. This would cause a no audible alarm condition at a nurse call station. This issue was found during service and was not connected a patient.